Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this investigation. The controller event log file contained relevant events spanning from (B)(6) 2024. The beginning of the log file captured estimated pump flow typically ranging from 3.6 liters per minute (lpm) to 5.0 lpm. On (B)(6) 2024 at 05:57:32 a decrease in estimated pump flow from 5.0 lpm to 0.9 lpm was recorded over an approximately 5.5-minute period, with low flow alarms activating at 06:00:15. By 07:49:55 the estimated pump flow reached 0.0 lpm. Approximately 8 minutes later the estimated pump flow increased to 2.5 lpm and the low flow alarm cleared. However, at 08:07:03 another low flow alarm activated, and pump flow decreased to 0.0 lpm by 08:29:57, where it remained for the duration of the log file. A correlation between the low flows and the patient outcome cannot be conclusively determined as details surrounding the patient outcome were not provided by the account. The pump appeared to have been operating as intended at the set speed while connected to external power. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive in asystole and the cause was unknown. Log files were submitted for review. There was nothing notable in the log file until (B)(6) 2024 at 6:00 am when flow dropped from 4-5 liters per minute (lpm) to less than 1 lpm in the matter of moments. Additional review of the submitted log files captured a full battery depletion event.

Event description:
It was reported that the patient had low flow events seen in the log files on 30jun2024 at 6:00 am when flow dropped from 4-5 liters per minute (lpm) to less than 1 lpm in the matter of moments. The log files also showed that the pump power dropped during this time. This indicated a possible obstruction of the blood flow pathway. The patient was found unresponsive in asystole. The patient then passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.